Event description:
The manufacturer received information alleging an issue related to the active exhalation control module was observed. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device failed a step during testing. The device's active exhalation control module was replaced to address the issue.